Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a damaged trace on an integrated circuit on the control board. The control board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.